Event description:
It was reported that technical services (ts) was requested to interpret atrial tachy response (atr) episodes where noise oversensing was found on the right atrial (ra) and right ventricular (rv) leads for this cardiac resynchronization therapy defibrillator (crt-d) system. Ts reviewed and it was noted that the noise was able to be recreated with isometrics. Ts also explained the effects this could have on detection enhancements; however, no ventricular events had been stored. Ts noted that if there were any impedance anomalies, then this could be an indicator to a lead issue. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.